Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeve loose and deformed. The deformed sleeve can be easily removed from the guide pin. The other rear sleeve is loose, however, could not be removed from the guide pin (there are signs of unknown substance on the guide pin). The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. One of the rear sleeve became loose and was rubbing against the rotor housing creating a ¿clicking¿ noise. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation could not confirm the reported issue nor determine its cause, as the issue could not be replicated during testing of the returned sample.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine blood pump rotor cut through the tubing of the b. Braun (non-fresenius) bloodlines resulting in blood loss. Additional information was provided by a nurse during follow-up. The reported issue occurred at treatment initiation. The 2008t machine alarmed with an air detection message. Treatment was paused in order to check the machine. The blood pump tubing segment of the bloodlines were cut and blood was leaking. Treatment was stopped and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 200 cc. There was no serious injury or required medical intervention as a result of the reported issue. The patient was able to complete treatment on the same machine following the replacement of the rotor along with new supplies. The biomed noted that post-treatment the white sleeve on one of the rotor pins was loose and fell off the rotor pin. This allowed the rotor to be able to cut through the bloodlines. A replacement blood pump rotor was issued under extended warranty. The sample was returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine blood pump rotor cut through the tubing of the b. Braun (non-fresenius) bloodlines resulting in blood loss. Additional information was provided by a nurse during follow-up. The reported issue occurred at treatment initiation. The 2008t machine alarmed with an air detection message. Treatment was paused in order to check the machine. The blood pump tubing segment of the bloodlines were cut and blood was leaking. Treatment was stopped and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 200 cc. There was no serious injury or required medical intervention as a result of the reported issue. The patient was able to complete treatment on the same machine following the replacement of the rotor along with new supplies. The biomed noted that post-treatment the white sleeve on one of the rotor pins was loose and fell off the rotor pin. This allowed the rotor to be able to cut through the bloodlines. A replacement blood pump rotor was issued under extended warranty. The sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.